Event description:
Expired suction coag tip used in patient case, no reported patient impact. Product expired july 2012.

Manufacturer narrative:
(B)(4). Eval method: facility disposed of device. Device is not available for return and inspection. Eval results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.